Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message "com" at the lpm display occurred during patient treatment. No patient harm was reported. (B)(4).

Manufacturer narrative:
The field service technician (fst) was sent for further investigation. According to service order, following work has been done: the fst checked the system performance as per suggestion given by factory. It was not possible to duplicate the error. As preventive measure, the control board (material# 701034051, new serial# (B)(4)) was replaced. The most probable root could not be determined since the error could not be duplicated. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).